Manufacturer narrative:
Result of investigation: investigation analysis determined the root cause as user error due to lack of maintenance/filter exchange as well as not reacting to blower temperature alarms.

Manufacturer narrative:
Vyaire reference complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files indicate intermittent activation of high temperature alarms as early as february 2019 with temperature reaching as high as 98 degrees celsius. Additionally, blower current is 1.77a and output pressure is nearly 10 mbar with the blower set to 30%. Hence, the blower was damaged due to the high temperature caused by clogged filters.

Event description:
The customer reported the bellavista 1000 alarmed "blower failure." The customer confirmed there is no patient involvement during the reported event.